Event description:
It was reported that the patient was experiencing hoarseness and difficulty swallowing post-surgery. Patient had swallowing tests done and went to the hospital for monitoring. Patient was admitted in the ER. Physician reports that patient has ipsilateral vocal cord palsy. It is also reported that patient's device is now turned off. No additional relevant information has been received to date.

Event description:
Additional information received noting that the reported dysphagia was post-op dysphagia that is now improving. The patient has since had steroids and their device was turned back on.